Event description:
It was reported that systemic infection occurred. The patient's implantable cardioverter defibrillator (ICD)  system and associated leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead; implant date 2010-(B)(6). (B)(4)